Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A patient death has occurred. It was reported that protrack pigtail wire was selected for use during a concomitant pfa and watchman procedure. No boston scientific product was inside the body at the moment of complication occurred. Physician had just completed a combined procedure and was attempting left atrial appendage closure using watchman device. During the watchman portion of the procedure, multiple device sizes (27mm and 31 mm) were attempted to be used and despite these attempts, the devices failed the tug test due to significant pectinate muscle in the distal portion of on the appendage. The decision was made to abandon the case. However, the physician was advised by one of his colleagues to attempt an noon-boston scientific device. The physician's colleague began to reestablish femoral access and perform a transseptal puncture using an non-boston scientific sheath. At this point, all boston scientific products had been out of the patient's body for approximately 20-25 minutes, and all his coworker already left the room since it was no longer their procedure. Hence, it was noted that the patient had gone into asystole. During evaluation with tee, one atrium was found to be completely akinetic/paralyzed. The coronary arteries were assessed and found to be obstructed. There were no signs of st elevations or pericardial effusion. A cardiopulmonary resuscitation (CPR) was initiated, and a temporary pacemaker was attempted but failed due to inability to achieve capture. A non-boston scientific device was placed. The patient's ejection fraction was approximately 40% at the start of the case but declined to 20% during the complication. The patient expired on the table. Later that evening, the physician stated that they believed the event was related to an air embolism introduced during the exchange of the two non-boston scientific sheaths. Physician was reported that air was visualized in the left ventricle and noted that the patient's blood pressure dropped immediately following the exchange and that is when the blood pressure when down and that they believed that the air was introduced through the line. Nothing congruent yet. No boston product was cause of any type of complication according to the physician. The device is not expected to return for analysis as disposed.

Event description:
A patient death has occurred. It was reported that protrack pigtail wire was selected for use during a concomitant pfa and watchman procedure. No boston scientific product was inside the body at the moment of complication occurred. Physician had just completed a combined procedure and was attempting left atrial appendage closure using watchman device. During the watchman portion of the procedure, multiple device sizes (27 mm and 31 mm) were attempted to be used and despite these attempts, the devices failed the tug test due to significant pectinate muscle in the distal portion of on the appendage. The decision was made to abandon the case. However, the physician was advised by one of his colleagues to attempt an noon-boston scientific device. The physician's colleague began to reestablish femoral access and perform a transseptal puncture using an non-boston scientific sheath. At this point, all boston scientific products had been out of the patient's body for approximately 20-25 minutes, and all his coworker already left the room since it was no longer their procedure. Hence, it was noted that the patient had gone into asystole. During evaluation with tee, one atrium was found to be completely akinetic/paralyzed. The coronary arteries were assessed and found to be obstructed. There were no signs of st elevations or pericardial effusion. A cardiopulmonary resuscitation (CPR) was initiated, and a temporary pacemaker was attempted but failed due to inability to achieve capture. A non-boston scientific device was placed. The patient's ejection fraction was approximately 40% at the start of the case but declined to 20% during the complication. The patient expired on the table. Later that evening, the physician stated that they believed the event was related to an air embolism introduced during the exchange of the two non-boston scientific sheaths. Physician was reported that air was visualized in the left ventricle and noted that the patient's blood pressure dropped immediately following the exchange and that is when the blood pressure when down and that they believed that the air was introduced through the line. Nothing congruent yet. No boston product was cause of any type of complication according to the physician. The device is not expected to return for analysis as disposed.

Manufacturer narrative:
Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted. Device analysis: it was indicated the device was disposed of by the facility; therefore, a technical analysis of the complaint device could not be completed; therefore, the reported allegation cannot be confirmed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a risk review performed for the versacross steerable sheath was completed and confirmed the event of hypotension, embolism and death were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on information provided, the reported event of death, hypotension, asystole, paralysis and air embolism are known inherent risk of the device and the understanding that it adverse events are considered withing the possible risks of using the device. However, it is stated in the information provided that the boston scientific devices did not have any relationship with the complications of the procedure and the devices were all out of patient body and replaced by non-boston scientific devices by the time issues occurred. Since the device was not returned to boston scientific for analysis and the available information was insufficient to confirm a definitive cause, the complaint is considered non-verifiable. Based on the details provided, procedural and/or clinical factors may have contributed to the event. At this time, it can be concluded that unknown factors most likely contributed to the reported incident.

Event description:
A patient death has occurred. It was reported that protrack pigtail wire was selected for use during a concomitant pfa and watchman procedure. No boston scientific product was inside the body at the moment of complication occurred. Physician had just completed a combined procedure and was attempting left atrial appendage closure using watchman device. During the watchman portion of the procedure, multiple device sizes (27mm and 31 mm) were attempted to be used and despite these attempts, the devices failed the tug test due to significant pectinate muscle in the distal portion of on the appendage. The decision was made to abandon the case. However, the physician was advised by one of his colleagues to attempt an noon-boston scientific device. The physician's colleague began to reestablish femoral access and perform a transseptal puncture using an non-boston scientific sheath. At this point, all boston scientific products had been out of the patient's body for approximately 20-25 minutes, and all his coworker already left the room since it was no longer their procedure. Hence, it was noted that the patient had gone into asystole. During evaluation with tee, one atrium was found to be completely akinetic/paralyzed. The coronary arteries were assessed and found to be obstructed. There were no signs of st elevations or pericardial effusion. A cardiopulmonary resuscitation (CPR) was initiated, and a temporary pacemaker was attempted but failed due to inability to achieve capture. A non-boston scientific device was placed. The patient's ejection fraction was approximately 40% at the start of the case but declined to 20% during the complication. The patient expired on the table. Later that evening, the physician stated that they believed the event was related to an air embolism introduced during the exchange of the two non-boston scientific sheaths. Physician was reported that air was visualized in the left ventricle and noted that the patient's blood pressure dropped immediately following the exchange and that is when the blood pressure when down and that they believed that the air was introduced through the line. Nothing congruent yet. No boston product was cause of any type of complication according to the physician. The device is not expected to return for analysis as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Correction to the initial MDR in block(s) outcomes attrib to adv event (b2), in section b - adverse event or product problem, and brand name (d1), common device name (d2a), pro code (product code) (d2b), in section d - suspected medical device, and premarket/510(k) # (g4), in section g - all manufacturers.